Manufacturer narrative:
The leads were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the devices under complaint, the returned pacemaker data and the analysis of the pacemaker itself. The manufacturing process for these devices was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the pacemaker proved the device functions to be as specified. The returned device data was thoroughly analyzed. In agreement with the complaint description, the follow-up data from april 17th 2017 documented lead impedance values < 150 ohms in the atrial and ventricular channels, for both unipolar and bipolar lead configurations. The pacemaker was implanted for 79 months. The device was interrogated revealing the battery status eri, which was triggered on april 19th 2017. At a next step, the pacemaker was subjected to an electrical analysis to test its functionality, including the impedance measurement functions. During the electrical analysis the clinical observation was confirmed. Therefore the memory content of the pacemaker was inspected, documenting the occurrence of a reset, which most likely resulted from damaged memory content, leading to the clinical observation. Subsequently the pacemaker was reinitialized using a clinical programmer device. After the reset, the pacemaker could be properly interrogated and all therapy functions were available. The pacemaker was functioning as expected after the reset procedure. Therefore it is reasonable to assume that the memory area was only temporarily damaged. In conclusion, the clinical observation was confirmed during analysis. The leads were not returned for investigation. The manufacturing records documented a flawless device production. Despite the thorough analysis, the root cause of this event was not determinable. However, it is reasonable to assume that the event resulted from a temporarily damaged memory area after the device shipment. After reinitialization the pacemaker was functioning as expected. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - this pacemaker was explanted and replaced because the patients heart rate was low and there was no electrical pulse signal on the iegm and ECG. The leads tested fine and the pacemakers battery was fine. A new pacemaker was implanted with the chronic leads and it worked normally. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the leads were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the returned device data. The returned device data was thoroughly analyzed, however, only follow up data were returned. In agreement with the complaint description, the follow-up data from (B)(6) 2017 documented lead impedances < 150 ohms in the atrial and ventricular channel for both unipolar and bipolar lead configuration. Based on the data available for an analysis the root cause for the clinical observation was not determinable. For further insights the return of the pacemaker or at least a pacemaker dump would be essential. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the pacemaker and the leads were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. For a detailed root cause analysis the return of the pacemaker would be essential. Should additional relevant information or the device itself become available, the investigation will be updated.